Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support regarding this issue and reverted to manual injections for insulin therapy.